Manufacturer narrative:
Manufacturer's investigation conclusions: the reported increase in pump power could not be confirmed as no log files from the time of the event were submitted for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 6 years and 3 months. No further information was provided. The patient remained ongoing on the device until (B)(6) 2019, and currently remains ongoing on the replacement device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that lysis therapy was performed on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
(Methods): additional information.